Event description:
On (B)(6) 2022, a patient underwent revision surgery due to a posterior infection that migrated into the disc space following a discectomy procedure. It was reported an identiti cage was removed during the surgery. The manufacturer rep indicated the revision was performed to help fight the infection.

Manufacturer narrative:
The explanted implant did not return to alphatec nor was the identifying part/lot number provided. The type of infection is unknown. It was reported there is no causal relationship between the infection and alphatec products. This report is being submitted for notification purposes. If additional information is provided in the future, a supplemental report will be submitted.